Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was leaking . As per sample evaluation results received on 11mar2022, it was reported that the arctic sun unit was shutting down unexpectedly. It was stated that isolation card , power circuit card , chiller pump and chiller failure were observed. As per sample evaluation results received on 17aug2022, it was noted that arctic sun device was not filling .

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was leaking . As per sample evaluation results received on (B)(6) 2022, it was reported that the arctic sun unit was shutting down unexpectedly. It was stated that isolation card , power circuit card , chiller pump and chiller failure were observed. As per sample evaluation results received on (B)(6) 2022, it was noted that arctic sun device was not filling .